Event description:
The pt reportedly developed a seroma post cochlear implant surgery. In 2005, the surgeon decided to aspirate the site and culture the fluid. The results were positive for spinal fluid. The pt was monitored by the ctr for drainage. Thirteen days later, a revision surgery was performed to repair the csf leak.